Manufacturer narrative:
Race: mixed african-american/caucasian. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was likely due to operational context. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a publication titled ¿unplanned intracanalicular implantation of a second-generation trabecular micro-bypass (istent inject)". Reportedly, the surgeon was unable to successfully implant 1 of the 2 stents from a trabecular micro bypass stent system. Per report, the surgeon inadvertently pushed the stent laterally into schlemm¿s canal during attempt to position the stent properly in the right eye (od). The surgeon decided to leave the stent in place, and a back-up device of different model was used to complete the procedure. There were no adverse effects observed postoperatively. Through follow-up, the surgeon reported the patient¿s most recent status as ¿going well with stable glaucoma and no adverse events¿, and the stent positioning remains unchanged.